Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced skin burn from a reaction to the adhesive of the device pouch. The pouch was removed and the skin burn was treated. The patient continued to trial and there have been no reports of further complications regarding this event.